Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, elevated bg level was due to a non-tandem infusion set cannula and tubing issue. Customer addressed bg level by a bolus via the pump and changed the infusion set. Customer went to the emergency room for the elevated blood glucose and high ketones. Ketone levels were identified as life threatening by health care provider. The customer was subsequently admitted to the ICU. Customer was treated intravenously with saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to obtain additional information, however, no response was received. The infusion set brand and manufacture was not provided.